Event description:
An endurant stent graft system was implanted for the endovascular treatment of a 5.2 cm diameter abdominal aortic aneurysm. At implant the neck diameter was 21-25 mm, 20 mm neck length, moderate neck angulation, with mild neck thrombus and neck calcification. It was reported that the patient presented to the emergency room with acute severe abdominal pain. A CT revealed a ruptured abdominal aortic aneurysm (aaa) and a large endoleak without graft migration. Emergent "open repair" was performed. Upon opening the abdominal aortic aneurysm (aaa) sac, the physician observed that the endurant bifurcated device was "torn" proximally. The physician stated that the supra renal stent had torn away from the graft at the left lateral aspect of its position, resulting in a severe endoleak. No migration was observed. The physician surgically explanted the device and replaced it with a surgical bypass graft. The patient reportedly "did well" and was in stable condition. It was noted that the patient was alive and stable and the issue had resolved. No additional clinical sequelae were reported and the patient is fine. Additional information received reported that the physician classified this as a type iii leak because the graft came apart.

Event description:
From the examination of the returned devices and clinical information provided, the cause of the proximal fabric tears leading to the aneurysm rupture could not be determined. The bifurcate was returned transected into four sections. The proximal section containing the suprarenal stents and 1st covered spring had been transected from the bifurcate aortic body, the aortic body was also transected at the flow divider, and the ipsilateral limb was cut just below the level of the gate. The suprarenal stents, anchoring pins, and the 5 suprarenal attachment sutures to the bifurcate aortic body, were all found intact. No stent fractures were confirmed along this proximal section; all of the stents along spring #1 appeared to have been cut during the open repair as evidenced by the tooling marks seen near the transection cut. Films or other images showing the location of the observed tears reported at the left-lateral aspect of the stent graft at explant were not available for return. The transection cuts could not be easily distinguished from any possible in-vivo fabric tears. With the exception of a possible in-vivo fabric tear (2 mm x 3 mm in size) seen at spring 1 below one of the lateral markers, the precise location and size of the fabric tears along this proximal location could not be determined. Since the in-vivo configuration of the stent graft could not be assessed, the cause of these observed fabric tears could not be determined from the information provided. This is the first reported endurant suprarenal stent tearing away from the graft. Since the suprarenal stents and sutures were found intact, it is likely that there were significant forces focused at the proximal section of the bifurcate near covered spring #1. Possible causes could include high stent graft angulation and calcification along the 1st covered spring. Several additional fabric tears were also observed on the explanted devices may have also contributed to the rupture. Two abrasion related tears, 0.6 mm and 1.3 mm in length, were observed at the anterior and posterior of the aortic body near covered spring #2. However, both holes appeared covered with tissue in the ¿as received¿ condition and may not have been clinically significant. A 0.5 mm ID puncture hole was seen near the flow divider, and 0.9 mm length abrasion tear was seen near the distal end of the contralateral limb. The cause of these tears could not be determined. The devices were also confirmed to have met all endurant manufacturing specifications prior to shipping.

Manufacturer narrative:
(B)(4).